Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint, and completed the device evaluation. The customer reported complaint was replicated/confirmed. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was found to have a broken bipolar yaw pulley. Broken pieces are missing as a result of breakage. Size of missing piece is approximately .033 x .088. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .142 - .232 in length and were not aligned with the tube axis. This failure is mostly commonly caused by mishandling/misuse. Follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported, that during a da vinci-assisted surgical procedure. The instrument had a broken cable. The procedure was completed with no reported injury.